Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio performed a defibrillation energy calibration on the device to resolve the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that they were testing their device and it was delivering the incorrect defibrillation energy level. As a result, the incorrect defibrillation therapy may be delivered to a patient, if it was necessary. There was no patient use associated with the reported event.